Event description:
A report was received that the patient had an infection at the pocket site. Patient symptom was soreness at the battery site going to the lead site. The physician believed that the infection was procedure related and not device related. Antibiotics were prescribed to the patient. The patient underwent an explant procedure and was doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial/lot #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.